Event description:
It is reported that the surgeon reamed the ulna with the starter rasp (which equals an extra small), and the extra small trial was too tight and wouldn't fit. They then used the small ulna rasp, and got it down 3/4 on the way and then tried the extra small trial again, and it still wouldn't seat properly.

Manufacturer narrative:
This report will be amended when our investigation is complete.